Event description:
The physician got the wire into the mid forearm when a severe vasospasm occurred. In pulling back the wire, the distal tip became trapped. The wire unraveled and the physician was unable to pull the wire back completely at first. A small incision was made and a sturdier part of the wire was found. The physician was able to grab it with forceps. The physician was then able to pull the wire completely out of the vessel.

Manufacturer narrative:
Lot # unk as not provided by reporter. Expiration date unk as lot # is unk. (B)(4). Manufacture date: unk as lot # is unk. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate, joint strength and other surface imperfections prior to transport. In addition each pmg wire comes with an attachment caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined. From the event description it appears that some manipulation of the wire may have occurred while still in the needle. As a result the wire may have been damaged by the needle bevel. As this action has a high likelihood of damage to the wire guide due to the sharpness of the needle bevel instructions specifically warm against this action. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Limited info was provided in the event description although both proposed scenarios are feasible. In the absence of additional info a root cause can not be determined. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk reduction activities.